Event description:
The consumer stated the needles were bent. She used a bent needle and ended up with an infection at the injection site. The consumer went to her doctor, who gave her a cream to put on the site. The infection took three weeks to heal.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon completion of the investigation a supplemental report will be submitted. (B)(4).